Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in 2019. Explant date: 2019.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.